Event description:
Device malfunction: none. Symptoms/ae: stroke evolution. Time of ae: post procedure. It was reported that an xact stent was successfully implanted in the left internal carotid artery on (B) (6) 2010. Post procedure, the patient experienced agitation and confusion. CT scan showed an evolving, pre-existing right posterior inferior cerebellar artery area cerebrovascular accident as compared to CT done on (B) (6) 2010. The patient also experienced subsequent elevated troponin level. The patient's condition is continuing unchanged. Though requested, additional information was not provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with relevant information.